Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® safety-lok blood collection set was missing luer adapter.

Event description:
It was reported that a bd vacutainer® safety-lok blood collection set was missing the holder.

Manufacturer narrative:
The following field has been updated due to corrected information: b.5. Describe event or problem: it was reported that a bd vacutainer® safety-lok blood collection set was missing the holder. Due to the corrected information this complaint is not reportable. A holder missing would render the device unusable prior to use, requiring replacement. Complaint # 2243072-2019-00127 is null and void as a result.